Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Technical support provided information on resetting the pump and advised the caller to co ntact them if the issue persisted.